Event description:
The battery was returned to the manufacturer because it was not possible to see whether the battery was full or empty. The battery subsequently tested out-of-specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery was returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection revealed worn damage on the battery connector; however, the observed damage did not affect the functionality of the device. The battery was able to adequately connect to a test controller and charge on a test battery charger. Functional testing revealed abnormalities relating to the relative state of charge (rsoc); the battery was not estimating the capacity accurately. Charing and discharging the battery during bench testing regained the functionality of the battery's rsoc estimation. During functional testing, the gas gauge light emitting diode (led) display performed as expected. Supplemental testing revealed an improper connection on the ribbon cable assembly, which connects the gas gauge display to the printed circuit board, due to improper crimping of the ribbon cable. Additionally, internal visual inspection revealed an excess of the silicone applied to the connection between the gas gauge display and printed circuit board connectors. The excess silicone did not affect the functionality of the device. The observed damaged battery connector, abnormal rsoc, and excess silicone events are additional findings not related to the reported event. The most likely root cause of the observed damaged battery connector event can be attributed to normal wear over time and/or the handling of the device. CAPA (B)(4) is investigating damage to power sources. The most likely root cause of the observed abnormal rsoc event can be attributed to an estimation error. The most likely root cause of the observed excess application of silicone can be attributed to a manufacturing issue. The observed improper crimping of the ribbon cable likely contributed to an intermittent connection between the gas gauge and printed circuit board connectors at the time of the reported event. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to improper assembly of the ribbon cable assembly during manufacturing. CAPA (B)(4) investigated this issue. Even though this CAPA is closed, (B)(4) falls within the bounds of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.